Manufacturer narrative:
Continuation of concomitant medical products: product ID 3889-33, lot# va1swjv , implanted: (B)(6) 2019 , product type : lead; product ID 3058, serial# (B)(4), implanted:(B)(6) 2019, explanted: (B)(6) 2022, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they have unfortunately not been able to get any relief as far as the interstim systems they've used, so their systems were removed on (B)(6) 2022. The patient stated they had wanted the systems removed so they would be able to have mris; however, the lead/s broke upon removal so the patient had lead fragments remaining that their health care provider (hcp) deemed too risky to try to remove. The patient stated it was explained to them that the fragments were located near their sphincter and in an area where blood vessels and nerves were concentrated and that the hcp would have had to come in from the front to remove them. The patient stated that initially when the leads had been placed they drilled a hole in their pelvic bone and pushed the lead through the front part of their body. The patient was redirected back to their hcp regarding the lead fragments remaining, advising mris could not be done unless the fragments were removed.

Manufacturer narrative:
Continuation of d10: product ID: 3889-33, lot#: va1swjv, implanted: 2019 (B)(6), product type: lead. Product ID: 3058, serial#: (B)(6), implanted: 2019 (B)(6), explanted: 2022 (B)(6), product type: implantable neurostimulator. Lot#: va1uh0j, implanted: 2019 (B)(6), explanted: 2022 (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their office was sent a letter requesting more information, regarding device removal and device issue. Caller said dr. Howard mirsky didn't do the removal and the doctor has retired. Technical services(ts) asked caller to send letter back stating hcp didn't remove patient's implant and to list contact that did the removal. No new information for event description

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient repeated above information that both their interstims have been removed but there is a fragment left of the "lead that comes around the front". Patient said it was supposedly because the plastic has molded into the wire, which made it difficult to remove. The physician did not feel comfortable doing any other procedure to fully take it out.